Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive. There is no additional information available at this time. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings:.the keypad is peeling at the up arrow. The up and down buttons have an intermittent response. The contrast button is unresponsive. The ok button responds properly. Removed the keypad and found the down button contact inverted. Also found contamination under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.